Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user's blood glucose (bg) rose rapidly from 175 to 330 mg/dl within approximately 20 minutes after not announcing a meal. Subsequent corrections caused a drop in bg to 21 mg/dl. The user experienced a seizure and lost consciousness. A contact called an ambulance, and the user was taken to the ER, treated with a dextrose shot, and released the same day.